Event description:
A right automatic atrial threshold (raat) alert occurred as the raat was suspended due to the patient's rate was too high and intrinsic beats. An atrial arrhythmia was noted to be in progress. The algorithm is working as intended as it is unable to perform a threshold test when the rate is too high at the start of the test or during testing. An alert for atrial intrinsic amplitude out of range was also observed and review of the stored data noted significant undersensing of the atrial arrythmia in a stored rythmiq? Episode. To ensure appropriate arrhythmia detection and alert triggering, further review of programed sensitivity could be considered. The information was communicated to the patient's following clinic who then informed boston scientific that the patient was having a cardioversion to manage his atrial fibrillation. Additional information was received approximately one month later that another alert had been generated for atrial intrinsic amplitudes out of range. Further information was received that the undersensing was due to dislodgement of this atrial lead. A patient was put on a waiting list for a revision procedure. The device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.